Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after implant on (B)(6) 2011, the right ventricular pacing threshold was found to be high. No intervention was performed at that time. The physician was then contacted by the coroner's office and notified that the patient died on (B)(6) 2017 due to perforation of the right ventricle by the lead. No further information was available.